Event description:
It was reported that, during a scheduled clinical study visit, posterior capsule opacification (pco) was observed in the subject¿s left eye following implantation of a non-preloaded monofocal intraocular lens (iol). The event was managed with a yttrium-aluminum-garnet (yag) capsulotomy, which was performed on (B)(6) 2023. It was reported that the event did not impact the subject¿s daily activities, and the subject fully recovered. Best corrected distance visual acuity (bcdva) improved from a preoperative measurement of 20/40 to a postoperative measurement of 20/16. The reported issue involved both of the patient's eyes. This report pertains to the patient's left eye. A separate report will be submitted for the patient's right eye.

Manufacturer narrative:
Section a4 weight: unknown, information was not provided. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Section h6: health effect - impact code: 4625 yag (yttrium aluminum garnet) device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. Although, complaint issues reported are related, the issue could not be confirmed as related to manufacturing. Therefore, no further actions are required. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.